Manufacturer narrative:
Isi received the fenestrated bipolar forceps with this complaint and completed the device evaluation. Failure analysis investigation revealed that the instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. However the grips did not open and close properly. This instrument¿s grip tips were not moving intuitively, i.e. They were not following the master tool manipulator (mtm) input commands smoothly. No grip misalignment was observed. Additional observation not reported by site that is related to the customer reported complaint: the instrument was found to have a broken bipolar yaw pulley. Broken piece is missing as a result of breakage. Size of missing piece is approximately .076¿ x .159¿. This failure likely caused the grip tips to not open and close properly. The root cause of broken instrument bipolar yaw pulley is typically attributed to mishandling/misuse, such as excess force applied to the distal end of the instrument. A log review was performed. Per the review, the following was confirmed: system (B)(4), event date (B)(6) 2022 with 0 uses remaining and procedure name was inguinal hernia. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the instrument had a grip failure. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) followed up with the customer to confirm that the instrument was inspected prior to use with no damage noticed. There was no system errors, they exchanged the instrument with no further issues.